Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty module controller. A field service engineer, replaced module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system storage space for the medication drawer has encountered a failure, as indicated by a statement that the device for drawer 3 on the main cabinet is not detected on the bus. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.